Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the error patterns suggest that the broken eyepiece is likely due to excessive use. It is highly probable that a major mechanical force, such as a blow or a fall, caused the damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (broken eye piece) was confirmed due to a cracked eye piece funnel. Additional evaluation findings were as follows: the outer tube was bent, and the optical system lens was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer that a telescope, 3 mm, 30°, wideangle, autoclavable had a broken eye piece. The event occurred during preparation for use. There was no patient harm associated with the event.